Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument/accessory was inspected prior to use, and there was no damage or anything out of the ordinary. During the surgical procedure, dissection during a ptr total prolapse of the rectum was being performed when the device fragment fell inside the patient. The surgeon is unsure of what caused the instrument/accessory to break or caused the fragment falling issue. The length of time the instrument/accessory was in use prior to the issue is unknown. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument was not removed during the procedure prior to the breakage, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. The fragment(s) were retrieved with fenestrated forceps, and all fragments were retrieved and confirmed by inspecting the instrument. The problem resulted in a delay of 2 minutes to get a new instrument, but the procedure was completed as planned. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object, and it is unknown if the fragment will be returned back to isi. The instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 2.05mm x 0.80mm was found to be broken off. The broken piece was not returned.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaw tips broke on the long bipolar grasper. A fragment fell into the patient. The customer retrieved the fragment in the same procedure. The procedure was aborted to another da vinci system. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.